Event description:
It was reported that once the anchor was inserted, the suture pulled the anchor halfway out of the hole. The suture was cut and the doctor tried to retrieve it but instead he pushed it back into the bone. Another anchor was implanted next to the "sutureless" anchor and it was successful. This was a labral repair. The bone quality was average. A 1.8mm tap was used.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record revealed nothing relevant to this event. The device was requested for evaluation but part remains in the patient and cannot be returned therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.